Event description:
It was reported that during a percutaneous nephrolithotomy procedure the balloon ruptured while increasing the pressure. It was retrieved easily and procedure was completed with a rigid dilator. No pt complications involved.

Manufacturer narrative:
Section h: this device has not been received by the MFR. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.